Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was giving the patient inaccurate erratic readings. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the reporter that on (B)(6) 2012 at 11:30am, the patient reported blood glucose results of "285 and 300+mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The reporter stated that the patient manages his diabetes with oral medication, 500mg of metformin taken twice a day, diet, and exercise and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. At an unspecified time on the same day after the alleged issue occurred, the reporter stated that the patient developed symptoms of "chest pains" and shortly after, ems was called in who tested the patient on their meter (unknown device) and obtained the readings of "40 and 43mg/dl". The (B)(4) was informed by the reporter that they tested the patient again on the subject meter and received a reading of "140mg/dl". The patient was given "orange juice" and was taken to the hospital where the patient was admitted. The reporter claimed that the patient was diagnosed with "congested heart failure" and "hypoglycemia". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although the patient did not develop symptoms of suggestive of a serious injury, this complaint is being reported because the patient received a medical intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.